Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure the device continued to function after the button was released. As the case progressed the probe continued to remain activated for longer periods of time until eventually it did not shut off until the handpiece was unplugged from the console.

Event description:
It was reported that during a procedure the device continued to function after the button was released. As the case progressed the probe continued to remain activated for longer periods of time until eventually it did not shut off until the handpiece was unplugged from the console.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. No visual wear marks were observed on the heat shrink (black insulation) or ceramic tip, although the outer lumen presented slight scratch marks. No defects were observed on the ultrasonic welding/glue at the handle. Tissue and fluid residue, typically generated after fluid generated during surgery dries off, was observed on the bottom of the handle around the outlet of the suction tube. Further evaluation disclosed water ingression inside the probe¿s handle. The pc board presented water residues in between the button¿s domes and the wire cables presented some corrosion. The suction tube was cut off and not returned. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The power level button as well as the cut button did not function as expected. The most probable root causes for the reported condition are: probe short; button stuck on the firing position fluid ingress and/or (4) button inadvertently pressed. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.